Event description:
It was reported that the mesh was implanted in 2006 with no remarkable occurrence noted during the procedure. In 2007, the patient started experiencing pain in the left lower abdomen. Explantation of memory ring and resection of the edges of the mesh was performed via laparoscopic procedure the same month. Explanted ring was reported to be fractured. No remarkable occurrence were noted during the procedure.

Manufacturer narrative:
The subject product has been received and is out for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation has been completed.